Event description:
A home patient (hp) contacted a baxter technical service representative (tsr) regarding a need to end therapy. Hp was in initial drain and had started opening the transfer set and the transfer set "fell apart". Hp contacted rn immediately and was told to turn the homechoice (hc) off. Hp wanted to get the cassette door open to remove the cassette. The tsr assisted the hp to end therapy and get to "load the set" to open the cassette door. The hc is operational. The hp indicated that the transfer set was changed out the very next day and discarded. Specific details could not be recalled by the hp regarding the incident. No patient injury or medical intervention was indicated.

Manufacturer narrative:
.